Event description:
"It is alleged by attorney that his client was undergoing an MRI stress test using a picker 3000 nuclear medicine machine. The tech, in the office of md, instructed pt to get onto the table. As pt who was 82 at the time of the accident attempted to adjust himself on the table, he fell off the other side and became wedged between the wall and the MRI machine. Pt was transported to the local hosp to repair a broken right femur which required the insertion of a rod. Pt's attorney is alleging the table was defective."